Event description:
A customer reported to baxter (B)(4) that a leak was found with the patient line before connection with the transfer set. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4).the sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak in a cassette was not confirmed and the root cause could not be determined. One set was received for evaluation in reference to the leak. Set was visually inspected with solution noted throughout set. Set was placed on machine for priming with check lines and bags alarm noted; reloaded set and received check lines and bags alarm again the second time set was loaded. An indentation was noted during visual inspection on cassette. Set was pressure tested and no leaks noted anywhere on set or patient line, sheeting removed and replaced with lab sheeting. Set was replaced on machine for priming and no alarms were noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.